Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that while replacing the inner cannula of a tracheostomy tube in patient use, they found the inner cannula had split. The reporter indicated that no patient injury resulted from event.

Manufacturer narrative:
The reported b/l ultra suctionaid kit 7.5mm trachy kit, s/s cuff, inner c was returned for investigation. The device was received in used conditions without its original packaging. Visual inspection was performed at a distance of 12" to 24" and normal conditions of illumination. The device showed a split in the tip of the inner cannula. An attempt to reproduce the failure split mode was conducted by crushing several times the inner cannula by hand; it was possible to reproduce the split in the inner cannula. Another attempt to reproduce the broken ring was conducted by cutting the ring of the inner cannula with a blade; it was possible to reproduce the failure mode. The complaint of broken / cracked component was confirmed.